Manufacturer narrative:
Investigation results: reference code nx059z; device name as vega ps tibial plateau cemented t5; serial number n/a; batch number 52130710; manufacturing date 15.04.2015. Reference code device name corresponding internal notification number: nx011z as vega ps femoral comp.cemented f5n l 400481992, nx152 vega ps gliding surface t5 14mm 400481994, nn264z as tibial obturator d14mm 400481995. Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee components. As a result of having an aesculap product implanted, the patient has experienced knee pain and loosening of the implant. The primary surgery occurred on (B)(6) 2015, which included non-aesculap implants. A revision to replace non-aesculap products with aesculap implants occurred on (B)(6) 2017, and there was no reported second revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx011z (ps femur cemented f5n lt); nx059z (ps tibia cemented t5); nx152 (ps pe insert t5, 14mm); nn264z (tibial obturator d14mm, l7mm). Associated medwatches: 2916714-2020-00396, 2916714-2020-00397, 2916714-2020-00398, 2916714-2020-00399.